Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.section d1 corrected to reflect freestyle libre 2 product. Section d4 corrected to 71992-01 to reflect freestyle libre 2 product.

Manufacturer narrative:
Sensor 3mh007j53m0 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer experienced sweating, a seizure, and loss of consciousness and his wife obtained a blood glucose reading of 2.1 mmol/l on another adc meter. Paramedics were called and while awaiting their arrival, customer was treated with honey on the teeth" by his wife. Paramedics arrived and customer was provided with "injections of glucose "fresenius" kabi 300 mg/ml" for treatment of hypoglycemia. Sensor readings of 13.2 mmol/l, 18 mmol/, and 16 mmol/l compared to adc meter readings of 4.8 mmol/l, 8 mmol/l, and 9 mmol/l and plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically insignificant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer experienced sweating, a seizure, and loss of consciousness and his wife obtained a blood glucose reading of 2.1 mmol/l on another adc meter. Paramedics were called and while awaiting their arrival, customer was treated with honey on the teeth" by his wife. Paramedics arrived and customer was provided with "injections of glucose "fresenius" kabi 300 mg/ml" for treatment of hypoglycemia. Sensor readings of 13.2 mmol/l, 18 mmol/, and 16 mmol/l compared to adc meter readings of 4.8 mmol/l, 8 mmol/l, and 9 mmol/l and plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically insignificant. There was no report of death or permanent injury associated with this event.